Manufacturer narrative:
The complaint of a vibration issue could not be confirmed or duplicated on investigation. The vibratory alarm was found to be operating normally. The pump powered on with functional auditory and vibratory features. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked at the threads and there was rust/corrosion in the battery compartment. Leak testing revealed a leak at the battery compartment cracked. The pump casing was removed and there was evidence of moisture found on the battery canister. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.